Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 34 mg/dl. Patient's current blood glucose value: 46 mg/dl. Troubleshooting was declined for low blood glucose levels. Battery out limit and failed battery test were also reported. Troubleshooting was not completed in full as the failed battery alarm was explained by putting the same battery in the pump. The insulin pump is not expected to be returned for analysis.